Event description:
The customer reported that the jaws could not open while on tissue. Another device was used to resect and ligate the surrounding tissue to remove the device. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.